Event description:
Customer alleged blood glucose results of 489 mg/dl, 211 mg/dl and 208 mg/dl when testing was performed within 2 minutes on the aviva system. Customer reported having no symptoms and used the 208 mg/dl result with her insulin pump. No adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.